Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Noise and oversensing were noted on the right ventricular lead. Imaging was performed and no anomalies were noted. The lead remains implanted and is being monitored. The patient is in stable condition.